Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "horrible symptoms" which worsened when the rate response function on their implantable pulse generator (ipg) was turned on. It was also reported that the patient¿s heart rate was higher than the patient expected and they alleged that an episode of atrial fibrillation was due to the rate response function. Follow up information received noted the patient reported hypertension, dizziness and urinary symptoms after the rate response function was turned on. The patient was seen in clinic a week later and the ipg was reprogrammed to readjust the rate response. No device malfunction was observed in the clinic. The ipg remains in use. No further patient complications have been reported as a result of this event.